Event description:
It was reported pt felt a grinding and a pop noise when standing up from a seated position. X-ray's showed that the constrained liner had disassociated from the trident shell. Upon explantation, the constrained liner showed wear and failure.